Event description:
It was reported that, we tried to implant three different insert into the baseplate none of the inserts would go completely down on the lateral side. So we had to removed the baseplate and he used another company to complete a tka revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: catalog number 5531-g-713, lot # lcw062, description: x3 triathlon cs insert #7 13mm. Catalog number 5530-g-713, lot # lcr598, description: triathlon cr tibial insert. Catalog number 5530-g-713, lot # lcv228, description: triathlon cr x3 tibial insert.